Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.